Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor had gone into threshold suspend. The customer states their blood glucose level was 390 mg/dl, but the sensor was reading 127 mg/dl. The customer declined to troubleshoot and requested the sensor be replaced.